Event description:
Additional information received reported that the cause of the event was "suspected security device at a store." It was noted that the patient was able to get her device turned back on. The patient's symptoms associated with the event were noted as increased tremor. The patient did require hospitalization and patient outcome was noted as recovered without sequelae. Further information received reported that the patient did not have concerns with her device. She had no appointments set, as the device got turned off due to a security gate at a department store. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID 37642, serial# (B)(4), product type programmer, patient product ID 3 7085-60, serial# (B)(4), implanted: 2011 (B)(6), product type extension, product ID 37085-60, serial# (B)(4), implanted: 2011 (B)(6), product type extension, product ID 3387s-40, lot# v591641, implanted: 2011 (B)(6), product type lead, product ID 3387s-40, lot# v754192, implanted: 2011 (B)(6), product type lead. (B)(4).

Event description:
It was reported that patient loss therapeutic effect. Symptoms started after exposure to multiple theft detectors. Patient was no able to adjust stimulation. Icon "call your doctor" was displayed. Power-on-reset (por) massage was displayed on (B)(6) 2012. During this report, stimulation was turned on and patient reported a "shock" sensation, "a rush all over her" feeling and "a metallic taste" in the mouth. Patient hit the head on the headboard. Additional information has been requested, but was not available as of the date of this report.